Event description:
It was reported that a patient presented with loss of capture on the right ventricular (rv) lead; the rv lead appeared to be dislodged. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.